Event description:
It was reported that the posterior area of the trial was broken when the surgeon had off the trial from the baseplate with surgical instrument during final reduction.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.